Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during implantation, the needle detached from the end of the blue prolene on the lead (serial # (B)(4)). The lead was not handled "roughly or out of the ordinary." The lead was in the pt at the time of the event. The lead and the needle were removed from the pt's abdominal cavity. A new lead was used and the surgery continued without further incident. It was later reported that the pt was "doing fine" and there was no adverse event experienced by the pt in regard to this issue.